Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report# 3006705815-2018-01624. It was reported the patient experienced an infection at the lead insertion site post explant of the trial leads. The patient experienced fever and chills. Patient went to the ER and a CT scan was performed wherein a fluid pocket was discovered at the lead insertion site. In turn the patient was prescribed antibiotics which resolved the symptoms. Patient is currently being monitored and the antibiotics treatment is ongoing.